Event description:
In preparation to transport a paitent from one hospital to another, the device was connected to the patient for routine ECG monitoring using a 4-lead patient cable. After approximately one minute, the device stopped displaying the patient's ECG and displayed dashed lines. Another ECG monitor was obtained and used during the transport. There were no adverse affects to the patient reported as a result of the alleged malfunction.